Manufacturer narrative:
The customer¿s complaint of cracked bezel on three returned lvp bezel assemblies was confirmed during visual inspection. A root cause was not identified. Some possible causes for the observed cracks could be due to hard impacts to the bezel assemblies, such as a significant drop or repeated drops. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported cracked bezels. The bezels were noted to be cracked on the hinge, but upon further investigation, interior cracks were found. The cracks are appearing diagonally inside the bezel from the latch pin to the rollers. There was no patient involvement.